Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during a lead implantation procedure, the helix of the lead would not retract or extend. The lead was never implanted. The patient had no interaction with this lead. There were no adverse consequences to the patient.